Event description:
Electrocautery tip by megadyne (ref# 0118a, lot# 193480) was being used and the tip created a flame during use. A similar problem with tip insulation "bubbling" has also happened in the past with the same product (lot# 187318). No pt harm. FDA safety report ID# (B)(4).